Event description:
It was reported that during a cystectomy procedure, after the device was fired, it would not open. The site was able to get it off the tissue. There were no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.